Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that her cartridge of strips were not open for more than a month, and therefore, not expired. Dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a reading of 115 mg/dl, which was very close to the bg reading of 111 mg/dl that the user had received from her cgm which she reported was a normal reading for her. A replacement of dario strips and control solution were sent to the user to further investigate this issue. At a later date, the user told dario's representative that the new cartridge of strips were reading accurately for her. There is not enough information available regarding the user's old strips to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. Due to the above, the user reported that she went to the doctor, where she tested her bg level and received a reading of 236 mg/dl on her dario meter compared to a bg reading of 107 mg/dl on the doctor's meter and a bg reading in the 100 mg/dl range from the user's cgm.